Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Pt was injected approximately (B)(6)2010 in nasolabial folds with 1cc of hydrelle. One month following injection to nlf, she developed redness and eventually nodules. Thought it might be dental problem, went to see a dentist and then an ent specialist, then infectious disease doctor and finally a plastic surgeon. Plastic surgeon drained abscesses in both nlfs, they were cultured and were sterile. Pt was prescribed oral steroids (medrol dose pack), intra-dermal steroids and injected with hyaluronidase. She is improving, but not completely resolved. After she completed the medrol dose pack, she flared up again and developed swelling, inflammation but intra-dermal steroids (kenalog) seems to have helped.